Event description:
It was reported that a part of the construct was found to have "backed out" six days post-op. It was replaced with another system during a revision surgery seven days after the initial surgery.